Event description:
Note: this report pertains to the first of three reported malfunctions which occurred during the event. It was reported to boston scientific corp that an endovive standard peg kit device was used in a percutaneous endoscopic gastrostomy (peg) placement procedure. According to the complainant, during the procedure, the guide wire was unable to advance through the gastrostomy tube. The device was replaced with another endovive standard peg kit device. Refer to MFR report #3005099803-2008-06739 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.